Event description:
It was reported that the user experienced continuous glucose monitoring signal loss while using dexcom g7 with the ilet system, and a support agent resolved communication by toggling the dexcom setting from g7 to g6 and restarting the sensor. Symptoms included intermittent loss of glucose data availability. Outcomes included temporary interruption of cgm data to the ilet system without hospitalization. Investigation included technical troubleshooting and user education. Investigation of this case revealed that the signal loss was resolved after reconfiguration and sensor restart, indicating a communication or configuration issue. It was concluded that the event was related to cgm signal communication and that device function was restored after corrective steps.